Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell and fractured her tibia and fibula. She did not have her stimulator evaluated until the week of the report. It was stated that her therapy was initially fine and seemed to slowly lose its effectiveness. In addition, intermittent shocks were also reported. The patient had two functioning electrodes, #11 and #15. After the fall, two groups using these electrodes were set up and the patient seemed happy. Her x-rays did not show any lead migration. It was stated that the doctor would like to try this new programming before a revision would be considered. In addition, high impedance values > 40000 ohms on the two leads were reported. Patient status at the time of this report was noted as alive with injury - the patient had a fractured tibia and fibula with internal fixation, still non weight bearing. It was stated that surgical intervention was required but no action had been taken in lieu of reprogramming. Patient symptoms/complications were described as less than 50% therapy relief at the lead location.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 377845, lot# v014157, implanted: (B)(6) 2006. Product type: lead: product ID 377845, lot# v014157, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).